Event description:
A physician reported that during cataract surgery, the ophthalmic knives exhibited difference in cutting edge and incision quality, resulted in poor cutting performance. At times, the physician replaced the knife during the procedure to complete the incision properly. Procedure details and patient impact have not been provided. Additional information has been requested but is not available at the time of this report. This complaint is pertaining the one of two reports received from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.